Event description:
Patient was revised due to loosening of the tibial base plate and poly wear of the tibial insert.

Manufacturer narrative:
Examination of the returned components confirms the reported poly wear. Although the exact root cause could not be determined, preferential loading on one side may have been a contributing factor. The need for corrective action was not indicated.